Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Sensing integrity counts 2815 lifetime; no episodes to verify lead noise oversensing. Rv lead impedance varied between a high of 704 ohms to a low of 168 ohms from (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance measurements with a lot of fluctuation and high short v-v intervals. Reprogramming was performed along with turning on lead integrity alert (lia). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.